Event description:
It was reported that while the ventilator was connected to a pt, the edi catheter was reading a high edi peak pressure and would not lower. The edi catheter was replaced with another one with the same lot number. The new catheter worked fine. There was no pt harm. The edi catheter is used during nava (neurally adjusted ventilator assist) to detect the electrical activity in the diaphragm. (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted when the investigation has been completed.